Event description:
Lap-band failure, faulty product no longer functional. (B)(6) surgery. (B)(6). Lap-band 2009 leads to gall bladder issues, nurses confirm frequency. Arrange second procedure. Post gall bladder side effect: hernia repair done. Repair causes incisional abscess and heals as open wound cleaned and packed daily by a nurse for a month to heal. Currently faulty band. Confirmed that it does not fill nor empty. Must come out, surgery was scheduled for (B)(6) 2017. I was sick. I wanted it out. But something else interrupted. (B)(6) 2017, rare intravascular lymphoma diagnosis by (B)(6). Per rare, no joke. I am an intelligent person. I've been married and teaching for 20 years while raising wonderful young men. Lap bands are a failed product causing physical pain. Why are drs still using them? Why do I have to go through pain and suffering to get it out? I've been through enough with r-chop and methotrexate chemotherapy treatments. FDA safety report ID# (B)(4).